Manufacturer narrative:
The site reported that the universal surgical manipulator (usm) 1 released itself out of position and came out and then the arm went back to home position.upon field service engineer (fse) investigation, it seemed to be a possible drape tension that may have activated break-away clutch feature. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted simple extraperitoneal prostatectomy surgical procedure, the universal surgical manipulator (usm) 1 released itself out of position and came out and then the arm went back to home position. Technical support engineer (tse) reviewed logs and did not note any associated errors. The procedure was completed with no reported injury.